Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a review of stored episodes was requested for this implantable cardioverter defibrillator (ICD). Technical services (ts) analyzed the device data and observed three anti-tachycardia pacing (atp) bursts and one single shock. Ts was unable to conclusively determine whether the arrhythmia was atrial-driven or a true ventricular arrhythmia. Additionally, a signal artifact monitor (sam) episode was noted, during which the respiratory sensor vector switched. No oversensing was noted during the sam episode. Further evaluation by the cardiology department was recommended. No additional adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that a review of stored episodes was requested for this implantable cardioverter defibrillator (ICD). Technical services (ts) analyzed the device data and observed three anti-tachycardia pacing (atp) bursts and one single shock. Ts was unable to conclusively determine whether the arrhythmia was atrial-driven or a true ventricular arrhythmia. Additionally, a signal artifact monitor (sam) episode was noted, during which the respiratory sensor vector switched. No oversensing was noted during the sam episode. Further evaluation by the cardiology department was recommended. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.